Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent rmv was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on an unknown date. According to the complainant, the stent was implanted to treat a benign stricture post liver transplant. During two separate planned stent removals, on different unknown dates, the physician experienced great difficulty and was unable to remove the stent. On (B)(6) 2015, during another planned stent removal, the physician attempted to remove the stent; however, the stent kinked and could not be removed. The physician implanted another wallflex biliary stent into the damaged stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. The physician plans to remove both stents within 6 weeks. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: reporting was required because the device is only sold ous but is similar to the m00570530 that is sold in the us.